Event description:
The doctor reports that the dental implant located in position number #36 failed due to a lack of integration and sinus perforation. The procedure was not concluded by placing another implant. No implant on patient's health.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: patient weight unknown / not provided. D4: additional device information unknown / not provided . H4: device manufacturer date unknown / not provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Zimvie received one (1) tsv4b10, (imp, tsv, 4.1mm, sbm, 10) for evaluation. Visual evaluation / functional test was performed, there was signs of use with bone debris on the external threads. The implant had markings from removal. No damage identified or signs of malfunction that would contribute to the event. Measurements match drawing. DHR review was completed for the subject lot number: 1256134. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number: 1256134 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : non integration : perforated sinus. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error and patient factors. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.